Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to verify excessive no delivery alarm or perform occlusion test and excessive no delivery test due to prime anomaly. The motor passed motor test and no motor error alarm was noted. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 450 mg/dl. His blood glucose level was treated with shot per syringe. The customer was able to rewind the insulin pump. The insulin pump also alarmed no delivery. He changed the infusion set and reservoir. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.